Event description:
It was reported that while the getinge field service engineer (fse) was servicing the cardiosave intra-aortic balloon pump (iabp) unit in relation to the pim leak test failure and during all manifolds test, the pneumatic module assembly replacement part was defective and failed upon installation. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Customer contact information was provided and is as follows: (B)(6). The suspected faulty patient interface module (pim) was returned to getinge national repair center (nrc) for failure investigation. A getinge technical associate completed investigation per the cardiosave service manual with no visual damage observed. The nrc installed the module into the cardiosave test fixture and tested the module to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the pim failing the leak differential test which resulted in -198mmhg, the spec is +- 10. The pim failed testing and has been sent to the cardiosave production dept. For failure analysis per procedure. A supplemental report will be submitted if additional information is provided.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) resolved the issue by replacing the failed pim with another pim, and all manifolds test passed thereafter. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6). The initial reporter named a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6)..

Event description:
It was reported that while the getinge field service engineer (fse) was servicing the cardiosave intra-aortic balloon pump (iabp) unit in relation to the pim leak test failure, the pneumatic module assembly replacement part was defective and failed upon installation. There was no patient involvement, and no adverse event reported.